Event description:
Study event. Device malfunction: none. Symptoms/ae: headache/hypotension/pain/death. Time of symptoms/ae: pre-procedure/after procedure. It was reported that pre-procedure, the patient experienced low oxygen saturation and shortness of breath. Oxygen was given by nasal cannula and the procedure was completed. One day post procedure, the patient was thrombocytopenic; no treatment was specified. The physician did not think the thrombocytopenia was heparin induced. Two days post-procedure, the patient experienced hypotension and was administered a normal saline bolus (250 ml); the hypotension resolved the same day. Three days post procedure, the patient experienced neck pain, and was given tylenol; the condition improved. The patient was discharged home three days post procedure. On the fourth post procedure day, the patient was found expired at home. The death certificate indicates the cause of death as sudden cardiac death. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history is forthcoming. A follow-up will be submitted with any relevant information.